Event description:
Procedure: liver resection. According to the reporter: the stapler did not fire correctly. The sulu was visibly damaged and would not open and close properly after firing to enable surgeon to remove device from the trocar. The surgeon stated that too much tissue was placed in the instrument. The case was converted from laparoscopic to open. Approximately 500cc unanticipated blood loss was reported, and the case was delayed approximately one hour.